Manufacturer narrative:
Arjo was informed about a citadel plus bed malfunction. Following the information reported by the customer, the weight scale was not working and the backrest section of the bed was moving up and down without any command given by a patient or caregiver. No injury no other medical consequences were reported. Following the event, the customer was visited by arjo representative to check the bed. The technician was not able to recreate the reported symptom of unintended movement of the backrest section and confirmed proper functionality of all component responsible for backrest movement. It was only observed that the weigh scale and the bed extension function did not work, however, based on our product knowledge, these failures were not related to the symptom of unintended movement. Based on the above findings, it was not possible to determine the exact cause of the reported unintended movement. To sum up, it was reported to arjo that the citadel plus bed did not meet its performance specifications due to unintended movement of the backrest section. While the issue occurred the bed was being used by the patient. The complaint was decided to be reportable due to alleged, unintended movement of the bed, although no adverse outcome occurred.

Event description:
Arjo was informed about a citadel plus bed malfunction. Following the information reported by the customer, the weight scale was not working and the backrest section of the bed was moving up and down without any command given by a patient or caregiver. No injury no other medical consequences were reported.